Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient on (B)(6) 2010. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence and seromas are known inherent risks of surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. The information provided alleges that on (B)(6) 2014 the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This emdr represents the bard device implanted on (B)(6) 2009, device #1. An additional emdr was submitted to represent the bard device implanted on (B)(6) 2010, device #2. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient had a bard/davol composix kugel, product code 0010204 lot hurb4445 (device #1), implanted to repair a hernia defect. On (B)(6) 2010: the patient underwent surgery for repair of a recurrent ventral hernia and postoperative ventral hernia seroma and a bard/davol ventralex hernia patch, reference number 0010302 and lot number huth0900 (device #2), was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an "additional surgery to repair the hernia defect and remove it." As reported by the attorney, the patient has suffered and will continue to suffer physical pain due to the defective composix kugel patch and ventralex hernia patch.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient on 03/04/2010. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence and seromas are known inherent risks of surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. The information provided alleges that on 12/18/2014 the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about few months post implant of composix kugel mesh, patient was diagnosed with hernia, seroma, adhesions, necrosis, focal siderosis, fibrosis, hemorrhage, inflammation thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions, inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10, h11 corrected field: h4 (manufacturing date) this supplemental emdr represents the composix kugel mesh (device #1). An additional supplemental emdr was submitted to represent ventralex mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient had a bard/davol composix kugel, product code 0010204 lot hurb4445 (device #1), implanted to repair a hernia defect. (B)(6) 2010: the patient underwent surgery for repair of a recurrent ventral hernia and postoperative ventral hernia seroma and a bard/davol ventralex hernia patch, reference number (B)(4) and lot number huth0900 (device #2), was implanted to repair the hernia defect. (B)(6) 2014: the patient underwent an "additional surgery to repair the hernia defect and remove it." As reported by the attorney, the patient has suffered and will continue to suffer physical pain due to the defective composix kugel patch and ventralex hernia patch. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with epigastric ventral hernia thereby underwent laparoscopic repair with the implant of bard composix kugel mesh (device #1). Per operative notes, ¿hernia was identified, and the chronically incarcerated omentum reduced. The bard composix kugel mesh (device #1) was placed and secured with protacker.¿ (B)(6) 2010 - patient was diagnosed with postoperative ventral hernia seroma, recurrent ventral hernia thereby underwent open repair and diagnostic laparoscopy with the implant of ventralex mesh (device #2). Per operative notes, ¿hernia sac with contained seroma was identified and hernia sac was dissected off. There was underlying mesh exposed and it was in good position. A small recurrent ventral hernia at the umbilicus was encountered and a medium sized ventralex mesh (device #2) was placed in the preperitoneal position. A diagnostic laparoscopy was performed and this revealed adhesions of omentum to the overlying mesh as well as adhesions of a loop of bowel to the overlying mesh. (B)(6) 2014 - patient was diagnosed with recurrent epigastric incisional hernia thereby underwent laparoscopic repair with the removal of bard composix kugel mesh (device #1) and implant of ventralight st mesh with echo ps (device #3). Per operative notes, ¿patient was found to have dense adhesions of small bowel to the previously laparoscopically placed mesh. Patient had an epigastric hernia cephalad to the old mesh repair with chronically incarcerated omentum and this was reduced. The small bowel adhesions were taken down. After completing the adhesiolysis, the old laparoscopically placed bard composix kugel mesh was removed (device #1). A ventralight st mesh with echo ps (device #3) was placed intra-abdominally with sorbafix tacker.¿ (there is no mention/visualization of ventralex mesh (device #2) in operative notes) attorney alleges that the patient had adhesions, pain, seroma and hernia recurrence.